Event description:
I had a total knee replacement. It is a stryker triathlon. I've had nothing but severe pain since the replacement. It was done in (B)(6) 2013. I have been to numerous orthopedic doctors to get help but all they care about is it isn't loose or infected. At times I think the doctors think I'm lying about the pain. The last 2 weeks have been horrible.